Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, inflation doesn't work.

Manufacturer narrative:
A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the bulb of the pump within the rib lines. Testing revealed this to be a site of leakage. The separation appeared to be non-striated, dull and smooth indicating sufficient stress(s) was exerted to separate the site. A separation was noted in the inlet tube of the pump. Testing revealed this to be a site of leakage. The separation appeared to be within a group of holes and striations indicating contact with unshod instruments. Partial separations within abrasion were noted on the serialized exhaust tube of the pump. Testing revealed these not to be sites of leakage. Surface abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with cylinder 1. No visual or functional abnormalities were noted with cylinder 2. Quality was unable to perform all functional testing of the pump due to the separation. Based on previous quality simulations and examination of the returned product, quality concluded that the non-striated, dull and smooth surfaces associated with the separation in the pump bulb indicate that sufficient stress(s) was exerted to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the inlet tube of the pump occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5723299.